Manufacturer narrative:
No device associated with this report was received for examination. A complaint database search found a previous report for poly wear. Review of the device history records did not reveal any related manufacturing deviations or anomalies on the provided product and lot combination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4).

Event description:
Patient was revised to address poly wear. The insert was worn both posterior and medial. Update rec'd 10/20/2015 - the patient's medical records were received. Medical records were reviewed for MDR reportability. There is no additional information to report at this time that would change the MDR decision. The complaint was updated on: 11/13/2015.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Update rec'd 12/03/2015 - the patient's medical records were received. Medical records were reviewed for MDR reportability. According to the medical records, the patient was experiencing pain and instability. Upon revision shards and flakes of polyethylene were found in the joint. The surface of the insert demonstrated erosion and wear. There was substantial destruction of the posterior medial rim. Also noted, the patient had synovitis and ligamentous laxity. At this time, there is no new information that would change the existing MDR decision. The complaint was updated on: 12/16/2015.